Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt, the lead had to be repositioned due to positioning difficulty and screw mechanism failure. This lead was withdrawn and another implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected implant date. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood noted on helix; the helix would not extend due to being over-retracted; full lead returned and analyzed.